Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient took part in a clinical study for a reverse shoulder system. Subsequently, x-rays demonstrated a slight shift in the baseplate and lucency around the inferior screw. Over the following year patient experienced continued pain and dysfunction in the affected shoulder. It was determined that the genoid implant had loosened, and the patient was revised. No other information was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001822565-2017-07081. This report should be voided.